Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg could not communicate with external devices due to becoming inoperable. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.